Manufacturer narrative:
The subject device was implanted on (B)(6) 2024 and is still implanted. The residual longevity is displayed 5 to 7 years on (B)(6) 2026. On (B)(6) 2026, the time to rrt is 5 to 7 years, leading to rrt between (B)(6) 2031 and (B)(6) 2033. The battery voltage is 3.05 v. The percentage of ventricular pacing is 99%. Ventricular pacing is delivered at 3 v / 0,5 ms and the ventricular pacing impedance is 540 ohms. The percentage of atrial pacing is 14%. Atrial pacing is delivered at 2,5 v / 0,35 ms and the atrial pacing impedance is 330 ohms. The electrical measurements are normal, despite a bit high ventricular pacing threshold. Based on the data provided, the average pacing rate from (B)(6) 2025 to (B)(6) 2026 is 76 bpm. The follow-up data provided have been analyzed (B)(6) 2026) and the estimation of the longevity has been performed using the follow-up data provided. The analysis applied hrs recommendations to determine if premature battery depletion occurred. The device is still implanted and therefore it was not returned. The longevity calculation was performed based on the sole data provided. The subject device was implanted on 9 (B)(6) 2024, leading to total expected longevity = 8,1 years. The expected longevity of the subject device is aligned with the calculated longevity in the IFU. It shall be noted the programmed ventricular output is higher than the one used to calculate the longevities in the IFU, leading to slightly shorter longevity than the one displayed in the IFU.

Event description:
Reportedly, during in-clinic follow-up, the physician asked for a comparison between the displayed longevities and the longevities provided in the IFU.